Event description:
It was reported that the customer experienced a low blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. It was also reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. Customer changed pump supplies to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.